Event description:
It was reported that the pump reset unexpectedly. There was no pt involvement as the pump was not being used on a customer at the time of the reported event.

Manufacturer narrative:
The tandem t-slim pump user guide recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10-15 minutes) and also avoiding frequent full discharges.